Event description:
It was reported that the unspecified bd¿ catheter needle did not retract during use. The following information was provided by the initial reporter, translated from portuguese to english: "the catheter 24ga x 0.75 when using, the needle did not retract (according to the safety system)."

Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no material number, sample, lot, or batch number were provided. The DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd¿ catheter needle did not retract during use. The following information was provided by the initial reporter, translated from portuguese to english: "the catheter 24ga x 0.75 when using, the needle did not retract (according to the safety system)."